Event description:
It was reported that during a coronary artery drug-eluting stenting treatment index procedure, the physician was unable to cross the target lesion. The target de novo lesion was mildly tortuous, severely calcified, with 80% stenosis in the lad. The physician predilated the lesion with a 2.5x10mm sprinter. He then attempted to implant a 2.75x12mm taxus express2 drug-eluting stent (des) and was unable to cross the lesion due to "calcified stenosis". "Damaged leading strut trying to cross." The device was removed from the patient intact. The physician then successfully implanted another 2.75x12mm taxus express2 des in the lesion. The patient's condition post procedure and on discharge was "stable".

Manufacturer narrative:
The device has not been returned as of the date of this report. When additional information becomes available, a supplemental medwatch will be filed.